Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. Three days before the event the patient was admitted in the hospital for reconstruction surgery. The patient reported that during the admission she experienced inaccuracies and had to be transferred to the intensive care unit (ICU) of a different hospital, due to a hyperglycemic event. At an unknown point during the event the cgm was reading 11.9 mmol/l and the blood glucose reading was 26.0 mmol/l. The patient was diagnosed with diabetic ketoacidosis (dka) and experienced symptoms of nausea and vomiting. Treatment with intravenous insulin was started. 32 hours after the this, her blood glucose levels stabilized, and the patient was discharged from the hospital 2 days after the event date. At the time the patient was discharged she was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.